Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had and the pump had blank display and replace battery now alarm. The customer¿s blood glucose level was unknown. The customer was assisted customer in successfully uploading the meter and checked pump for a alarms and found multiple a alarms. The customer declined troubleshoot for all a alarms. The customer was advised to revert to backup plan per health care professional as needed. The customer was advised that the insulin pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Unit had displayable history check failed on startup alarm in alarm history file. Displayable history check failed on startup alarms due to corrupted history files. Insulin pump downloaded in the carelink pro software and all bolus deliveries registered properly in the carelink history report noted. Insulin pump was monitored and tested with no blank display, excessive no delivery alarms, unexpected restart alarm and external error alarm noted. Insulin pump was received with cracked reservoir tube lip, missing drive support sticker and minor scratches on display window noted.